Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter failed a control solution test. The patient indicated that the alleged meter issue started on the event date, at 10:30-11:00 pm. As a result of the reported issue, the patient administered self-care by taking her usual dose of diabetes medication. The patient took 30 units of lantus insulin. At an unspecified time after the reported issue began, the patient claimed that she developed symptoms of shakiness, sweating, and nausea. The patient treated herself by taking a glucagon injection. It is not clear as to what time the glucagon injection was taken. However, it was noted by the one touch customer advocate (otca) that the patient administered self-treatment on the same day, at 1:30 am. The patient's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following information: what the patient's last blood glucose reading was before she developed the symptoms, what date/time the last blood glucose result was obtained, what actions the patient took in response to the last blood glucose reading, and if the patient felt as though the meter was also reading inaccurately high in regards to her blood glucose results. In addition, it would have been helpful to know what actions the patient took before the symptoms developed, what time the symptoms developed, and what time the glucagon injection was taken. The patient was reportedly using an incorrect control solution. The meter was coded properly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.